Event description:
It was reported that the patient exited the stretcher through the front end and the stretcher tipped. The caregiver helped to prevent the patient from falling; however, the caregiver strained their back as a result and required physical therapy. The customer evaluated the unit and could not find, nor are claiming, a malfunction. This was the result of user error, as the stryker manual states that patients should exit the stretcher from the side, and not the front of the stretcher.

Manufacturer narrative:
Customer has evaluated unit and determined that there is no malfunction.